Manufacturer narrative:
There was no product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification; the lot number required for retrieval was unavailable. This device is used for treatment. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a bone fracture above the prosthesis on the humeral side.